Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) revealed no complaint related issues.

Event description:
It was reported by the sales consultant: during a trochanteric fixation nail (tfn) procedure on (B)(6) 2013, the short nail distal screw missed the nail through the targeting device in the arm. It was also reported that the screw is targeted posterior to the nail and the procedure was delayed approximately ten minutes. No further information available at this time. This is 1 of 1 device for this event reported on complaint (B)(4).